Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn: (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, shortly after the system was turned on, the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:02 (ce danfoss error) error message. The treatment was continued and completed using an alternative method. No health consequences or impact to the patient.

Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4) was evaluated at the customer site. The customer's reported complaint of "the thermogard xp ivtm system displayed tcmid:02 (ce danfoss error) error message" was confirmed based on the event log review and during functional testing. The root cause was an intermittent/poor connection between danfoss module (ce) and pic 16 wire harness cables, likely as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in january 2011, and it is almost 10 years old, well beyond its expected service life of 5 years. During visual inspection, there was no physical damage observed on the ivtm thermogard console. Review of the event logs showed the occurrence of tcmid:02 (ce danfoss error) error message; thus, confirming the reported complaint. The system failed initial functional testing due to tcmid:02 error message; therefore, the reported complaint was confirmed. The assembly wire harness pic 16 and the wire harness cooling engine were replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).